Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease (unspecified)'), endometritis ('chronic endometritis') and embedded device ('embedded within the cornus are two metallic coiled wires measuring 15 x less than 0,1 cm in greatest dimension') in a 31-year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (patient delivered a girl weighing 9#40z and desires to proceed with sterilization.) On (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection") and migraine ("migraines/headaches"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and pain in extremity ("leg pain/foot pain"). On (B)(6) 2014, the patient experienced fatigue ("other injuries/symptoms fatigue"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("bleeding; menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy; other"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, the last episode of menorrhagia, vaginal infection, fatigue and migraine had resolved and the pelvic inflammatory disease, endometritis, embedded device, hypersensitivity, bladder disorder, urinary tract disorder, vaginal haemorrhage, alopecia and pain in extremity outcome was unknown. The reporter provided no causality assessment for embedded device, endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure insertion detail : the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 9 coils left: 3coils. The patient tolerated the procedure well. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2013. Plaintiff received treatment for dysmenorrhea, back pain, pelvic pain, abdominal pain, menorrhagia, allergy; vaginal infection, fatigue, migraine. Surgical pathology report: mild chronic cervicitis, chronic endometritis, proliferative endometrium, adenomyosis, and serosa: unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease (unspecified)'), endometritis ('chronic endometritis') and embedded device ('embedded within the cornus are two metallic coiled wires measuring 15 x less than 0,1 cm in greatest dimension') in a 31-year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (patient delivered a girl weighing 9#40z and desires to proceed with sterilization.) On (B)(6)2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection") and migraine ("migraines/headaches"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and pain in extremity ("leg pain/foot pain"). On (B)(6) 2014, the patient experienced fatigue ("other injuries/symptoms fatigue"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("bleeding; menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy; other"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, the last episode of menorrhagia, vaginal infection, fatigue and migraine had resolved and the pelvic inflammatory disease, endometritis, embedded device, hypersensitivity, bladder disorder, urinary tract disorder, vaginal haemorrhage, alopecia and pain in extremity outcome was unknown. The reporter provided no causality assessment for embedded device, endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure insertion detail : the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 9 coils left: 3coils. The patient tolerated the procedure well. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2013 plaintiff received treatment for dysmenorrhea, back pain, pelvic pain, abdominal pain, menorrhagia, allergy; vaginal infection, fatigue, migraine. Surgical pathology report: mild chronic cervicitis, chronic endometritis, proliferative endometrium, adenomyosis, and serosa: unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2020: plaintiff fact sheet and medical record received. Per medical record received: pelvic inflammatory disease, endometritis, and device embedment" were added. Per plaintiff fact sheet;" . Events ¿abnormal bleeding (vaginal, menorrhagia), pain in extremity, and alopecia". Patient demographics, medical history, lab data, essure insertion date, essure lot number and reporters were updated. Event ¿ vaginal infection¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding; menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy; other"), vaginal infection ("bladder/urinary problems; vag. Infect"), fatigue ("other injuries/symptoms fatigue"), migraine ("other injuries/symptoms migraine"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full),on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, menorrhagia, fatigue and migraine had resolved and the hypersensitivity, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2013. Plaintiff received treatment for dysmenorrhea, back pain, pelvic pain, abdominal pain, menorrhagia, allergy; vaginal infection, fatigue, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test, (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, back pain, abdominal pain, menorrhagia, allergy; other, vag. Infect, fatigue, bladder/urinary problems, migraine were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease (unspecified)'), endometritis ('chronic endometritis') and embedded device ('embedded within the cornus are two metallic coiled wires measuring 15 x less than 0,1 cm in greatest dimension') in a 31-year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (patient delivered a girl weighing 9#40z and desires to proceed with sterilization.) On (B)(6) 2013. Concurrent conditions included cervicitis, adenomyosis and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection") and migraine ("migraines/headaches"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss") and pain in extremity ("leg pain/foot pain"). On (B)(6) 2014, the patient experienced fatigue ("other injuries/symptoms fatigue"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("bleeding; menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy; other"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, the last episode of menorrhagia, vaginal infection, fatigue and migraine had resolved and the pelvic inflammatory disease, endometritis, embedded device, hypersensitivity, bladder disorder, urinary tract disorder, vaginal haemorrhage, alopecia and pain in extremity outcome was unknown. The reporter provided no causality assessment for embedded device, endometritis and pelvic inflammatory disease with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure insertion detail : the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 9 coils left: 3coils. The patient tolerated the procedure well. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2013 plaintiff received treatment for dysmenorrhea, back pain, pelvic pain, abdominal pain, menorrhagia, allergy; vaginal infection, fatigue, migraine. Surgical pathology report: mild chronic cervicitis, chronic endometritis, proliferative endometrium, adenomyosis, and serosa: unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received. Reporters information and medical history were added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.